Manufacturer narrative:
Concomitant medical products: 97715 pain stim ipg, implanted: (B)(6) 2018; 977a260 pain stim lead, implanted: (B)(6) 2018; 977a260 pain stim lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited interference with the implantable neurostimulator. The ipg remains in use. No patient complications have been reported as a result of this event.